Event description:
It was reported this device was used successfully during a rectal biopsy procedure. Eight hours post-procedure, a microperforation was noted. The patient underwent bowel resection surgery. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be sent at that time. The device has been destroyed by the user facility. Therefore, a device analysis is not available. The co's follow up indicated this device was used successfully. The co's follow up also indicated user technique may have contributed to this event. However, without additional details regarding the circumstances surrounding this event, co is unable to determine the cause for this event.